Event description:
Reportedly, a radiofrequency ablation procedure was performed and the pacemaker was programmed in ooo mode. After this procedure, it was not possible to interrogate the subject device despite several attempts. The pacemaker was programmed in emergency programming, which reportedly solved the issue.

Event description:
Reportedly, a radiofrequency ablation procedure was performed and the pacemaker was programmed in ooo mode. After this procedure, it was not possible to interrogate the subject device despite several attempts. The pacemaker was programmed in emergency programming, which reportedly solved the issue.

Manufacturer narrative:
Preliminary analysis showed device operation was within specifications.

Event description:
Reportedly, a radiofrequency ablation procedure was performed and the pacemaker was programmed in ooo mode. After this procedure, it was not possible to interrogate the subject device despite several attempts. The pacemaker was programmed in emergency programming, which reportedly solved the issue.